Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator (ICD) was found in backup mode without the backup defibrillation option (bdfo) available. The backup mode was caused by electromagnetic interference. The ICD was successfully restored. The patient was in stable condition.